Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per getinge standard operating procedure since the serial number for the unit was not provided. Not returned to manufacturer.

Event description:
It was reported that the intra-aortic balloon pump (iabp) displayed an autofill failure while in use on a patient. The nurse manager stated that the pump alarmed autofill failure and the balloon would not fill. No patient harm, serious injury or adverse event was reported.